Event description:
It was reported by the customer that they had been experiencing high blood glucose levels and had a bent cannula. Customer's blood glucose level was 564 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.